Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 706 mg/dl and diabetic ketoacidosis. Reportedly, multiple occlusion alarms occurred. Bg was treated via intravenous insulin and saline. Reportedly, customer left the ER 11 hours with the issue resolved and no permanent damage. System check with tandem technical support did not confirm any additional issues with the pump or related supplies.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.